Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of impactor came unscrewed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The threaded insert has become dislodged from the shaft as a result of a cross pin failure. A complaint database search finds no other reports involving this failure against this product / lot combination. No trend for this failure is found against the product code. The failure was examined by a depuy material scientist. Because of the damage to the failure area a root cause could not be determined. The lot code of j0310 signifies manufacture in march of 2010 and has been in-service approximately seven years prior this failure. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.